Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the customer completed air removal step with an empty syringe. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The tandem pump user guide instructs the user to remove any residual air from the cartridge.